Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination. Functional testing revealed that the batteries was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flags were removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2019-05-31, UDI #: (B)(4), device available for evaluation?: yes. Return date: 2018-11-13. Device evaluated by manufacturer?: yes. Mfg date: 2018-05-12, labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they were not charging, and a red status light symbol appeared when the batteries were placed on the charger. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.